Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Unable to withdraw delivery system with sheath left behind: after deployment of the ipsilateral leg of the treo bifurcated stent graft, the delivery system was attempted to be removed leaving the introducer sheath behind. However, when the delivery system was withdrawn from the sheath, around the delivery system tip portion was caught in the area from the front nose cap to the sheath release lever and the delivery system could not be removed. The hemostasis valve was opened, but the delivery system could not be withdrawn. Despite applying force, the delivery system could not be withdrawn, and removal of the delivery system was given up. The entire delivery system was then withdrawn, and a dryseal (gore) was used to continue the procedure. The delivery system could be removed when attempted outside the body with full force. Operation type: evar blood loss: unknown. No image available due to hospital policy. Pre-case plan available upon request. Additional information available upon request. Delivery system was discarded by user. (Tc#(B)(4))." Patient outcome - "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Unable to withdraw delivery system with sheath left behind: after deployment of the ipsilateral leg of the treo bifurcated stent graft, the delivery system was attempted to be removed leaving the introducer sheath behind. However, when the delivery system was withdrawn from the sheath, around the delivery system tip portion was caught in the area from the front nose cap to the sheath release lever and the delivery system could not be removed. The hemostasis valve was opened, but the delivery system could not be withdrawn. Despite applying force, the delivery system could not be withdrawn, and removal of the delivery system was given up. The entire delivery system was then withdrawn, and a dryseal (gore) was used to continue the procedure. The delivery system could be removed when attempted outside the body with full force. Operation type: evar. Blood loss: unknown. No image available due to hospital policy. Pre-case plan available upon request. Additional information available upon request . Delivery system was discarded by user. (Tc#(B)(4). Patient outcome - "no health damage to the patient."